Event description:
It was reported that the ventilator was not giving proper breaths per minute (2 breaths instead of 20). It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.